Event description:
It was reported that a user experienced an occlusion on an infusion set and received an occlusion alert, which was resolved after changing supplies; the user had declared a meal and asked whether to declare another meal, and was advised not to do so because it could cause the system to interpret a larger meal than consumed, with guidance that the pump would deliver corrective insulin as needed. Customer care provided support that included troubleshooting guidance. Investigation of this case revealed an occlusion associated with the infusion set that resolved with replacement, consistent with an infusion pathway blockage. No clinical symptoms or injury reported during the event. Outcomes included successful resolution of the occlusion following the supply change without medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was user-related or use environment¿related occlusion of the infusion set.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.